Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the device was not functioning. There was no information about any device explanted or implanted. The procedure was successful.